Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump was infusing through the primary line while the secondary was programmed. This event occurred during programming in the oncology care area. It was also reported that there was no pt involvement.